Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separator position with the incident lot was not observed. The photo shows 2 tubes post centrifugation with the satisfactory gel barrier separation. Also, it was noticed that the tubes were underfilled, minimum draw level for these tubes is 4ml. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to separator position as all samples met specifications. 4 retained tubes from the same lot number were therefore, drawn with horse blood, mixed, centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separator position. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was poor separator movement. The following information was provided by the initial reporter. The customer stated: there was an issue with the "separator position. Recently discovered a situation of being unable to leave after repeated centrifugation."